Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10 26 previously reported events are included in this follow-up record. Product return status 18 devices were received. 8 devices were not available for evaluation.

Event description:
This report summarizes 26 malfunction events in which the device reportedly overheated. - 18 events had no patient involvement; no patient impact. - 6 events had patient involvement; no patient impact. - 2 events had insufficient information received.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 21 events were originally reported for this failure mode during the reporting quarter; however, 5 events were inadvertently excluded. 26 reported events are included in this follow-up record. Product return status: 18 devices were received. 4 devices were not available for evaluation. 4 device investigation types have not yet been determined.

Event description:
This report summarizes 26 malfunction events in which the device reportedly overheated. 18 events had no patient involvement; no patient impact. 6 events had patient involvement; no patient impact. 2 events had insufficient information received.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 21 events were reported for this quarter. Product return status: 11 devices were received. 4 devices were not available for evaluation. 6 device investigation types have not yet been determined. Additional information: 21 devices were not labeled for single-use. 21 devices were not reprocessed or reused.

Event description:
This report summarizes 21 malfunction events in which the device reportedly overheated. 16 events had no patient involvement; no patient impact. 5 events had patient involvement; no patient impact.